Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, cancer-ndr.

Event description:
Healthcare professional reported left side "deflation" and "cancer". The event of "cancer" is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, and h6.

Event description:
Device has been explanted and replaced.